Manufacturer narrative:
The device was received for evaluation. During functional testing, a delayed keypad response was observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the processor board, which will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had a delayed keypad response. No additional information is available.